Event description:
An 18 gauge catheter inserted into hand vein without incident. 500cc fluid infusing when md noticed infiltration. Fluid stopped and doctor pulled out catheter. Dr noticed that it had broken in half. Pressure placed above site. Small cutdown procedure completed to remove the other half of the catheter.